Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was undersensing on the ventricular channel during a high v rate episodes. Programming changes were discussed, no intervention was reported. There were no consequences to the patient.